Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had become faded and had lines running through it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/09/2013 with the following findings: during testing, the display screen was found to be blank. The pump case was removed and the display screen was found to be cracked/damaged. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling at the ok button. The functionality of the keypad was not able to be tested due to the blank display. The keypad cover was removed and no damage or contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.